Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used ¿ edwards sapien transcatheter heart valve ¿ PMA p110021, edwards sapien xt transcatheter heart valve ¿ PMA p130009, or edwards sapien 3 transcatheter heart valve ¿ PMA p140031. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the reported conduction disorders and subsequent pacemaker implants. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: dominici, carmelo; salsano, antonio; nenna, antonio; spadaccio, cristiano; barbato, raffaele; mariscalco, giovanni; santini, francesco; bashir, mohamad; el-dean, zein; chello, massimo. Journal of cardiovascular medicine: may 2020 - volume 21 - issue 5 - p 383-390 doi: 10.2459/jcm.0000000000000968. Https://journals.lww.com/jcardiovascularmedicine/abstract/2020/05000/higher_preoperative_left_atrial_volume_index.6.aspx. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13472 and manufacturer report no: 2015691-2020-13476.

Event description:
As reported by our affiliate in italy and through an article, ¿higher preoperative left atrial volume index predicts lack of mitral regurgitation improvement after transcatheter aortic valve replacement¿, 113 patients with preoperative moderate to severe mitral regurgitation, underwent transcatheter aortic valve replacement (tavr) procedures from january 2010 to december 2017 . Preoperative and postoperative echocardiography results were compared in terms of mitral regurgitation and other commonly measured parameters. All tavr procedures were performed via transfemoral or, if not technically feasible, a transapical approach using the more recently available version of edwards sapien valves throughout the study. Tavr procedures were performed using the ¿more recently available version of the sapien valves¿. Post valve deployment conduction disorders requiring a permanent pacemaker implant occurred in 10 patients.